Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer stated that they were programming the insulin pump and removed the battery and reinsert it and received the power loss alarm. Customer stated that they were able to clear the alarm. Customer stated that they did not received the request for rewinding the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.